Event description:
The customer reported that they were unable to acquire a 12-lead ECG. There was no report of negative pt impact.

Manufacturer narrative:
The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.